Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cardiac tamponade. The patient's medical history is unknown. During the procedure, the patient's heart wall as not moving and therefore, an echocardiogram confirmed a pericardial effusion. Pericardiocentesis was performed and the patient stabilized and the case was continued. The patient did require hospitalization and the outcome was an improvement. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. The physician felt that it may have been due to a difficult transseptal puncture. Settings during the event include: power control mode at 45 watts, flow setting at 30 ml/min. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
A) the product has not been returned. The product investigation is pending. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. B) concomitant bwi products: product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4); product: coolflow® irrigation pump: us catalog # cfp002, serial # (B)(4); product: carto® 3 system: us catalog # fg540000, serial # (B)(4). C) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. D) (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cardiac tamponade. The patient's medical history is unknown. During the procedure, the patient's heart wall as not moving and therefore, an echocardiogram confirmed a pericardial effusion. Pericardiocentesis was performed and the patient stabilized and the case was continued. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.